Manufacturer narrative:
The co has completed its investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Teh co concludes that the alleged inaccurate results may have been due to user error, improper storage of test strip product, or some unk anomaly. At this point the co's investigation of this matter is closed.

Event description:
On or about 8/19, the pt obtained a meter reading of 66 mg/dl on his meter. Approx two hrs later, while working outside, the pt began to feel bad, "thought it was his heart." He was transported to the hosp where a blood glucose result of "440" was obtained (method unknown). The pt was hospitalized for six days for treatment of elevated glucose (treatment unknown). It was reported that the pt was diagnosed with elevated glucose in 1992 and began using the subject meter at that time. He took insulin (amount unknown) for a short time. His glucose level allegedly returned to normal and the medication was ceased. Since hospitalization, the pt is again taking insulin on a daily basis (amount unknown). The rptr declined providing any info regarding meter maintenance and calibration status. It was reported, however, that a test strip is stored outside of the vial in the meter case for convenience sake. It is unknown if an exposed test strip was used to obtain the glucose result on the day of the alleged event.